Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Physician reported right side "capsular contracture" baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, g1.

Event description:
Physician reported right side "capsular contracture" baker grade unknown. The device has been explanted.